Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:04. This condition was found during biomed service. The facility representative stated that there were no reports of patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During baxter's review of the device event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
The reported condition of 810:04 was confirmed but not duplicated. The assignable cause is unknown. The air-in-line calibration verification was performed and all readings where within specifications, therefore no action is needed. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).